Manufacturer narrative:
H.6. Investigation: photo evaluation: two (2) photos was returned for evaluation from the photos, observed syringe tip bent. Sample evaluation: 1 actual sample with open package was returned for investigation the sample was not decontaminated. From the sample, observed syringe tip bent. Probable root cause could be due to the syringe assembled needle stuck in between the convey or gap during unloading station. This had caused the needle pressing against the barrel tip and resulted barrel tip bent. Action was taken on (B)(6) 2019, added permanent spacer to close up the gap between conveyors to avoid product stuck. This batch produced before action taken. DHR was reveiwed and no similar defect or quality notification was found that could relate to the complaint. H3 other text : see h.10.

Event description:
It was reported that the hub of the bd syringe slip tip with bd precisonglide¿ needle was found bent and damaged before use. The following information was provided by the initial reporter: "bent hub".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the hub of the bd syringe slip tip with bd precisonglide¿ needle was found bent and damaged before use. The following information was provided by the initial reporter: "bent hub."